Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed. Pain, loss of mobility, local tissue reaction, dislocation, joint instability, popping of the hip joint, pain with sitting and standing, inflammation, soreness around the implanted, pain associated with implant loosening, device fracture and leg length discrepancy reported.